Event description:
It was reported, the customer insulin pump was not working. Customer's spouse stated they went to doctor office and confirmed the settings on the device were correct. Customer spouse states the device only calculates he needs 0.7 units of insulin and she felt the device was not administering the correct amount of insulin. Customer's spouse stated they have done troubleshooting multiple times and the doctor recommended a replacement device. Customer's blood glucose was 260 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.